Event description:
It was reported that the patient died during an implant procedure after the patient went into vt/vf when the devices were connected. The myodex lead was tested after implant and found all the parameters are within normal limit and threshold are in acceptable limit. The physician feels that there was some problem with the st. Jude medical endurity core model 1152 sn (B)(4) pacemaker which led to the incident. There were no specific reported allegations made against the myodex lead.